Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
It was reported that radical 7 touch screen powering off it self suddenly. No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacuring narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the radical-7 display shuts down within a few seconds (screen blank) and 10 beeps are heard. With this condition, the device was unable to operate for more than a minute. The 10 beeps alarm looped continuously until the device was shut down by holding power key for a few seconds. The instrument board was replaced and the unit functioned as designed.a service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.